Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 118 mg/dl and the sensor glucose was 43 mg/dl at the time of the incident. The customer stated that the sensor works fine during the day and at night the sensor was reading low but the blood glucose was over 100 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.